Event description:
Sometime in january, I purchased amo complete moisture plus contact solution. Gradually over the course of the last several months, my eyes have been mattery and I wake up with a mucous build up on my eyes, that is both crusty in the corners of my eyes and whitish over my eyeballs. I didn't give it any real concern, as it is not painful, I have no health insurance coverage and am currently unemployed and looking for a job. I just saw the recall on tv and thought I should report my situation.